Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was at the clinic due to a return of symptoms and when the ins was interrogated, it showed the ins was off. The patient did not know how the ins was off. The patient charges religiously. The ins was turned back on and it was fine. No further complications were reported/anticipated.